Event description:
It was reported that the customer was getting no delivery alarms on the insulin pump. Customer's blood glucose level was 150 mg/dl. Customer performed a 5.0u fixed prime and the insulin exited. Customer was explained that there may be a possible site related issue due to a bent cannula or site/set occlusion. Customer was advised to change the entire infusion set and return the set for analysis. Customer does not want to change the infusion set right now. Customer was using one from the garbage. Customer was advised that the pump was working as designed. Customer was advised that if he should have trouble again, he should call and do more troubleshooting. Customer will remain on the back-up pump for tonight. Customer stated that he used the site he had thrown away to send 10 units through the tubing successfully. No further assistance needed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.